Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received a photographic investigation of the device. The first photo depicts the radially expandable sleeve the distal end of the cannula was disengaged. The second photo depicts the frayed end of the radially expandable sleeve. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar, circular seal and obturator appeared intact. The radially expandable sleeve the distal end of the cannula was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while insertion of device into the abdominal wall, a piece of the sleeve came off and ended up inside the patient. It is the plastic tip that covers the expandable sleeve itself (it's not the sheath that comes over the sleeve, it's the piece on the sleeve itself that keeps the expandable fibers together). The surgeon was able to retrieve all plastic parts from the abdomen prior to continuing with the procedure using a laparoscopic grasper. There was no patient injury.